Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured during inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no adverse event and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified no device issues or defects. A detailed microscopic examination of the balloon material identified a pinhole just distal of the proximal markerband. The device was attached to an encore inflation unit; the device failed to inflate fully due to a pinhole in the balloon material. No other device issues or defects were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause as it is most likely that the reported balloon rupture may have been due to an interaction between the device and a potentially challenging lesion anatomy or ancillary devices used during the procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured during inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no adverse event and the patient was in good condition after the procedure.